Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-09115. It was reported the pt (B)(6) is experiencing pocket heating at the ipg site while charging. A replacement charger was unable to resolve the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.